Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001342 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was reported to be leaking after removing the dilator. The sheath was replaced, and the procedure continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there is no indication that the patient¿s hemodynamics was compromised, or that any intervention was required; this event will not be coded as patient event but as a product malfunction. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was reported to be leaking after removing the dilator. The sheath was replaced, and the procedure continued. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).